Event description:
The user facility reported experiencing poor gas exchange near the end of a cardiopulmonary bypass procedure. Follow up communication with the user facility confirmed that the patient was extremely difficult for anesthesia to ventilate. The patient presented with an aortic valve abscess and bacterial endocarditis. The patient was also acidotic upon induction. After four and a three quarter hours, the decision was made to add a second oxygenator in the line on the cpb system. The procedure was completed successfully without any reported patient injury or blood loss.

Manufacturer narrative:
The involved device was returned, decontaminated and gas exchange performance tested. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables, such as patient condition, that may have affected the observed blood oxygen-saturation levels during the procedure. There is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B) (4).